Manufacturer narrative:
Per the perfusionist, it was believed that the pump head was accidentally not completely seated on the drive motor during setup.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) had a back flow alarm. The perfusionist examined the centrifugal drive motor and pump head. It was determined that the pump head had decoupled from the drive motor and needed to be reseated. The surgical procedure was completed successfully. There was a 10 second delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d4, h3, h4 and h6. The field service representative (fsr) could not duplicate the reported complaint. The fsr performed release testing, and no issues were found. The unit operated to the manufacturer's specifications.